Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units. This is the first of four reports. Refer to 8030647-2022-00014 for the second report. Refer to 8030647-2022-00015 for the third report. Refer to 8030647-2022-00016 for the fourth report. It was reported the user was having an issue with the closed suction catheter (csc). The (csc) lock would not unlock. Additional information received 12jan2022, reported that the issue was discovered during use. Additional information received 18jan2022. Reported that the device would not suction when depressed.

Manufacturer narrative:
The device history record for lot 30142958 was reviewed and the product was produced according to product specifications. One used device was returned for evaluation. Inspection of the sample revealed no obvious damage. The device was tested and found to work as expected. The complaint cannot be confirmed, no root cause could be determined. All information reasonably known as of 18 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.